Event description:
It was reported that the ilet device exhibited an unresponsive wake/sleep button over multiple weeks, confirmed by user-provided video, and a replacement unit was shipped with instructions for data sync, shutdown, and return using the provided carrier label. Symptoms included no reported adverse clinical effects. Outcomes included continued insulin management via cgm integration and replacement device shipment, with user education on setup and return process. Investigation included remote assessment through video verification and troubleshooting guidance. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.